Event description:
During a CABG procedure, the suture broke on skin closure. The surgeon applied another product to complete the procedure without pt injury.

Manufacturer narrative:
5/30/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.